Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to a corroded motor home switch. Unable to perform testing due to the motor error alarm. No check setting alarm noted. The pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer reported their blood glucose was 400 mg/dl. The customer stated they were unable to bolus for their blood glucose because the insulin pump would prompt a set bolus screen instead of the bolus wizard screen. Troubleshooting found the insulin pump had missing information in the bolus wizard. It was also found the customer had several motor error alarms, check setting alarms, and no delivery alarms in the alarm history. The alarm history also showed a motion sensor test failure alarm and motor position encoder error alarm occurring. The customer agreed to return the insulin pump for analysis.